Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not taken action to address bg. After removing the obstruction from the speaker holes, the alarm cleared. Reportedly a new cartridge was loaded, and insulin delivery was resumed.